Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions - existing dental restorations (e.g: crowns, bridges) may become dislodged and require re-cementation or, in some instances, replacement," "a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost," "the health of the bone and gums which support the teeth may be impaired and aggravated." The treating doctor shared that the potential root cause could be that the aligners were hurting patient on upper left side and caused inflammation around tooth #16 (which was partially erupted) and tooth #16 had to be extracted. This event is being filed as an MDR as the patient reported tooth loss (serious injury) and the invisalign product was being used.

Event description:
The patient reported symptoms of inflammation around tooth #16 and its extraction. The patient did not report requiring any medical intervention to alleviate the reported symptom. The patient did not report taking or being prescribed any medication to alleviate the reported symptom. The treatment was discontinued on 03/01/2022 and the patient is currently getting better.